Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. During the next few years, plaintiff began to develop severe pelvic pains as well as irregular menstrual cycles that were much heavier than ever before. The pelvic pain was constant; however, during her menstrual period, the pain was near debilitation. These pains persisted until on or about (B)(6) 2015, when plaintiff visited a medical facility seeking a solution to the problems. During the (B)(6) 2015 visit for pain and bleeding, doctors performed an x-ray of her pelvis. The results revealed that her left essure coil migrated out of the fallopian tube and was located adjacent to the left lateral aspect of the bladder. As a result of this discovery, plaintiff underwent a removal procedure on (B)(6) 2015. This procedure entailed a removal of the right device through the right cornu, and the left device through the myometrium, which it perforated. Further, she underwent a bilateral salpingectomy on this date as well. Follow-up received on 28-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and during the following years began to develop severe pelvic pains as well as irregular menstrual cycles. This pains persisted for a long time, when a rx of her pelvis revealed that her left essure coil migrated out of the fallopian tube and was located adjacent to the left lateral aspect of the bladder. Due to that, 9 years after placement, she underwent a removal procedure and the right device was removed through the right cornu and the left one, through the myometrium which it perforated. Then, a bilateral salpingectomy was performed. Uterine perforation may occur during essure use, mostly during difficult insertions or over time, via false passage. In this case, the exact circumstances of this event were not informed. However, given event's nature, causal relationship between this event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non serious events were informed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("removal of left device through myometrium, which it perforated / left essure coil migrated out of the fallopian tube / adjacent to the left lateral aspect of bladder/migration of essure device location of device"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she has no abnormal bleeding, dizziness, or vaginal discharge. Concurrent conditions included low back pain since 4-jun-2015, night sweats since 4-jun-2015, endometriosis and inguinal hernia. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced allergy to metals ("nickel allergy"). In january 2007, the patient experienced dysmenorrhoea ("during her menstrual period, the pain was near debilitation/ dysmenorrhea (cramping)"). In february 2007, the patient experienced fatigue ("fatigue"). In april 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular menstrual cycles that were much heavier than ever before"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, menorrhagia, genital haemorrhage, menometrorrhagia, dysmenorrhoea, vaginal haemorrhage, bladder disorder, migraine, headache, allergy to metals, dyspareunia, fatigue, abdominal pain lower and back pain outcome was unknown and the uterine perforation had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: essure insertion year was mentioned as 2006 and 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: breakage of essure device x-ray of pelvis and hip - in november 2015: left essure coil migrated out of the fallopian tub nov-2015 - x-ray pelvis: revealed that her left essure coil migrated out of the fallopian tube and was located adjacent to the left lateral aspect of the bladder it was reported that pap and us done one month ago. It showed l/ovary connected to uterus. On 13oct2015, history of present illness: recheck after urologist. The symptoms began year ago and generally lasts varies. The symptoms are reported as being moderate. The symptoms occur randomly. The location is midline. Patient is here today for recheck after urologist. She seen him on 28sep2015. He told her there was nothing noted in bladder. She reports that there is still some vague pain present, that is midline and left sided. She would like to review us and determine course of care. Assessment: pelvic pain in female on 03nov2015, history of present illness: follow up after x-ray and CT for essure 13oct2015, pt. Had x-ray of abdomen: nonconstructive bowel gas pattern 02nov2015, CT of abdomen and pelvic showed: posttreatment changes from tubal ligation on the left. There is a curvilinear radiopaque structure likely reflecting essure device which on the left appears to be slightly abnormal in location and adjacent to the left lateral aspect of the bladder. The right essure device is in satisfactory position. Otherwise, unremarkable exam. She is here today to discuss options. She reports she still has pelvic pain and that it is constant dull achy. Assessment: pelvic pain in female quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received- new events device breakage,abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nickel allergy, dyspareunia (painful sexual intercourse), fatigue, lower abdominal pain, lower back pain, bladder problem were added. New reporter, height, lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("removal of left device through myometrium, which it perforated / left essure coil migrated out of the fallopian tube / adjacent to the left lateral aspect of bladder/migration of essure device location of device"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she has no abnormal bleeding, dizziness, or vaginal discharge. Concurrent conditions included low back pain since (B)(6) 2015, night sweats since (B)(6) 2015, endometriosis and inguinal hernia. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("during her menstrual period, the pain was near debilitation/ dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular menstrual cycles that were much heavier than ever before"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the device breakage, menorrhagia, genital haemorrhage, menometrorrhagia, dysmenorrhoea, vaginal haemorrhage, bladder disorder, migraine, headache, allergy to metals, dyspareunia, fatigue, abdominal pain lower and back pain outcome was unknown and the uterine perforation had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure insertion year was mentioned as 2006 and 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: breakage of essure device x-ray of pelvis and hip - in (B)(6) 2015: left essure coil migrated out of the fallopian tub (B)(6) 2015 - x-ray pelvis: revealed that her left essure coil migrated out of the fallopian tube and was located adjacent to the left lateral aspect of the bladder it was reported that pap and us done one month ago. It showed l/ovary connected to uterus. On (B)(6) 2015, history of present illness: recheck after urologist. The symptoms began year ago and generally lasts varies. The symptoms are reported as being moderate. The symptoms occur randomly. The location is midline. Patient is here today for recheck after urologist. She seen him on (B)(6) 2015. He told her there was nothing noted in bladder. She reports that there is still some vague pain present, that is midline and left sided. She would like to review us and determine course of care. Assessment: pelvic pain in female on (B)(6) 2015, history of present illness: follow up after x-ray and CT for essure. (B)(6) 2015, pt. Had x-ray of abdomen: nonconstructive bowel gas pattern. (B)(6) 2015, CT of abdomen and pelvic showed: posttreatment changes from tubal ligation on the left. There is a curvilinear radiopaque structure likely reflecting essure device which on the left appears to be slightly abnormal in location and adjacent to the left lateral aspect of the bladder. The right essure device is in satisfactory position. Otherwise, unremarkable exam. She is here today to discuss options. She reports she still has pelvic pain and that it is constant dull achy. Assessment: pelvic pain in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of product technical problem. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.